Event description:
It was reported that the patient experienced withdrawal with symptoms of nausea and vomiting. The patient was hospitalized. The drugs in the pump were morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported the pump battery was depleted. This can cause patient to go into withdrawal because they are not getting the full dose of their medication until the new pump medications are optimized.

Manufacturer narrative:
Patient programmer model# 8835, serial# (B)(4), catheter model# 8731, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk, catheter model# 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the cause was due to a pump replacement on (B)(6) 2011. Interventions were noted as observation and support for withdrawal symptoms (B)(6) 2011. The patient outcome was noted as resolved without sequelae on (B)(6) 2011.